Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, the pt was treated with the tag device. The physician caused a dissection with either the guide wire or the un-deployed device while advancing. The pt's blood pressure dropped. A second tag device was deployed and occluded the dissection. The pt's response to the blood pressure drop included coding, cardiac arrhythmia requiring multi defibrillations, four units of blood and an array of resuscitation medications. The pt left the operating room stable.